Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tni and a result of 15.36ng/ml was obtained. The result was not reported out of the lab. The customer re-tested the original sample for accu tni and the repeated result of 0.07ng/ml was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, qc and system check have been within specifications. The specimen was collected in a lithium heparin tube, with gel separators and centrifuged for 5 minutes. No additional information regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.